Event description:
The ge oec 9800 fluoroscopy sys was reported to have issue with the image quality not being consistent. Reported to have sys will not maintain image.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found the issue was related to monitor burn-in. The monitor was replaced to eliminate the image quality issue. The sys was tested and found to operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.